Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient "got pseudomonas and streptococcus." It was reported that the pump was removed. No further complications were anticipated/reported.